Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm leaked. The patient was clear and in fair spirits, performing infusion therapy using an intravenous indwelling needle, and checking the status of the indwelling needle during venting revealed a leak at the qylf needle hose.

Manufacturer narrative:
1. DHR/bhr review (lot#4171125): 1) the products of this batch were assembled at intima ii auto line 2 in jul 2024 and packaged at r240 package line in jul 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test, the test is passed, and no leakage is found at the catheter. Conclusion(s): no abnormality is found on process and retained sample. Because defective samples were not returned, the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track and monitor the defect.

Event description:
No additional information is available.